Event description:
Further follow-up revealed that there was no manipulation or trauma that occurred that could have caused or contributed to the infection. It was reported that the infection was only at the skin and not at the generator or electrode sites. The cultures were negative.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient experienced an infection at the implant site. It was noted that the infection was related to the implant procedure. It was noted that medication was ordered and the infection has resolved. The device was not explanted. Attempts to obtain additional information have been unsuccessful to date.

Event description:
An updated serious adverse event form was received indicating that the infection was serious and was related to other serious or important medical events.